Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the insulin pump was not delivering insulin. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was over 600 mg/dl at the time of hospitalization. The customer's blood glucose was 134 mg/dl at the time of call. The customer stated that they treated her high blood glucose with insulin pen. The customer stated that they experienced nausea. The customer stated that they were given IV insulin drip. The customer stated that they were wearing the insulin pump was at the time of hospitalization. The customer declined to troubleshoot. The insulin pump will be returned for analysis.